Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the monitor cable. The system then passed the system checkout and was found to be fully functional. The monitor cable was returned to the manufacturer for analysis. Analysis found that there was an open from pin 9 of the hd26 connector to pin 12 of the fischer connector. This is the red signal. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon monitor had an off colored hue. A second surgeon monitor cord was tested on the navigation system and functionality was restored. There was no patient present when this issue was identified.